Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 145 ohms. This had been a gradual rise over the prior year. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that device based testing was performed. A 41 joule commanded shock was delivered, which resulted in shock impedance measurements of 112 ohms. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This report is being filed to provide updated evaluation coding.